Event description:
Physician reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.3, b.5, d.4, d.6a, d.6b, g.1, h.4, h.6. Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on august 17, 2022. Visual analysis of the photographs identified: apparently the device has not been opened because there is liquid inside the unit but cannot be confirmed and brown particles in the shell. Labeled as right side. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device has been explanted and replaced.